Event description:
It was reported that the health care facility has report problems of low power and other issues. There were no additional details report, including the time of the event and patient involvement.